Manufacturer narrative:
Evaluation of this device cannot be performed for the reported wear as it has not been returned to co but rather has been discarded by the hospital. A review of the device history record is not possible as the lot code supplied is apparently incorrect. The medical opinion provided states that the poly looked remarkably good for the 14 year implantation period except for some delamination.

Event description:
Reporter stated, the pt experienced decreasing range of motion and pain. Revision surgery revealed polyehylene wear of the tibial insert.